Manufacturer narrative:
The reported complaint that "the autopulse platform (s/n (B)(4)) displayed 'system error, out of service, revert to manual CPR' upon powering on" was confirmed based on the review of the archive data and during functional testing. The root cause of the reported complaint was the defective processor board, likely attributed to the aging of the device. The autopulse platform was manufactured in april 2011 and is over 10 years old, well beyond its expected service life of 5 years. The processor board must be replaced to remedy the fault. During visual inspection of the returned platform, it was noted that the front enclosure was cracked, and the head restraint wires were missing. The observed physical damages were unrelated to the reported complaint and appeared to be the characteristics of harsh impact due to user mishandling. The damaged enclosure and the top cover will be replaced to address the observed issues. Review of the archive data indicated system error (latch error 203 - mailbox full); thus, confirming the reported complaint. Further review of the archive data showed user advisory ua17 (max motor on time exceeded during active operation) around the customer's reported event date, unrelated to the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering up the device; thus, confirming the reported complaint. Investigation revealed the root cause was the defective processor board, which will be replaced to remedy the fault. Upon further testing, the autopulse platform displayed user advisory (ua) 19 (max applied load exceeded), unrelated to the reported complaint. The root cause of the ua19 advisory message was the defective load cells, and they will be replaced to address the issue. The cracked front enclosure and defective load cells were likely attributed to mishandling such as a drop. During functional testing, troubleshooting was performed to determine the root cause of the ua17 advisory message, which was observed in the archive data. Investigation revealed that the drivetrain motor was defective, attributed to wear and tear. The defective drivetrain motor will be replaced to address the problem. Awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse with serial number (B)(4).

Event description:
The autopulse platform (s/n (B)(4)) was used to resuscitate a patient in cardiac arrest. When the autopulse platform was powered on, the platform displayed "system error, out of service, revert to manual CPR" error message. The ems crew switched to manual CPR to finish the call. No consequences or impact to patient.